Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing hub was bent and foreign matter within product event on (B)(6) 2024, (B)(6) 2024. The patient noticed something inside of the tubing possibly plastic blocking the insulin from coming out. The infusion set was in use for two days.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4)- MDR 3003442380-2024-36193. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of record (B)(4) does not require a type 2 reportable complaint to initiate a child investigation. This child investigation was created and subsequently closed to document the device history record (DHR) review, which was necessary to advance the parent record to the review and summary. Complaint investigation: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006630 , in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006630 was manufactured according to the work instruction (wi) version 112 and manufactured in the line 4 on 24/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.